Manufacturer narrative:
Inspected 1 opened/used reservoir performed pre-fill reservoir test. The reservoir failed per inspection found reservoir transfer guard needle occluded.

Event description:
Customer reported via phone, he was having issues with the reservoir. Customer stated he attempted to manually push insulin out and it wouldn't come out. Customer did complete set and it resolved the issues. Customer agreed to return the reservoir for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.